Event description:
Information received a smiths medical disp bivona tracheostomy tub - leaking. There was no leak observed during pre-test for two trachs. While in use, leaks were found. Xylocaine gel was used for insertion, cuffs were inflated with saline solutions.

Manufacturer narrative:
Other, other text: no device or pictures were returned for investigation.